Event description:
It was reported that the atrial lead exhibited poor sensing, an impedance anomaly and the insulation was broken at two locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).